Event description:
It was reported that an ilet displayed screen malfunctions with colored artifacts and then became stuck on a blue circle screen, with no data appearing in the app and subsequent inability to restart or re-pair, consistent with an unexpected shutdown of the computer software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with the device¿s computer software that resulted in an unexpected shutdown behavior and failure to complete a firmware process. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.

Manufacturer narrative:
Initial.